Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope (B)(4). In the event reported, it was stated that there was no video image, image projection is blank. The event timing was in the procedure room before use. Additional information was provided by the user on (B)(6) 2021 stating the user reported the scope had image but there was no light. At the processor the light was on. They noticed this before beginning with the procedure. The user also stated the colonoscope was removed from circulation immediately after the failure occurred and was sent to pentax. Of note, the scope was last serviced at pentax in 2019. The facility possesses the ifus of the products. Recently noticed the customer has been having a lot of corrosion problems on the ccd driver circuit board and pve electrical connector. Customer inquiring what might be the cause of these problems. There was no adverse event reported with this complaint. The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative was confirmed. The inspection findings are as follows: light carrying bundle has less than (B)(6) transmission; passed dry leak test; passed wet leak test; customer complaint confirmed; image dark; umbilical cable single buckled under pve root brace; operation channel- primary short. The device was repaired and returned to the user on delivery (B)(4) repairs performed/parts replaced: o-rings and seals; bending rubber; objective lens unit pb-free. The device is in the process of being repaired and will be return to the use upon completion. Parts to be replaced: o-rings and seals; light guide fiber bundle (lcb); bending rubber; operation channel; x-ring (1.8x19.6) gray. A review of the service history indicates the device was routinely serviced at a pentax facility. On (B)(6) 2021, device history review was performed confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. There were no reworks, but 1 concession (B)(4) and the dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.